Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. The root cause of the higher than expected results is not known. An instrument issue can be ruled out as a contributing factor as performance testing indicates that the instrument was performing as expected. Based on vitros tropi es quality control data, a reagent issue cannot be ruled out because the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations <url (0.034ng/ml). Pre¿analytical sample processing could not be ruled out as a contributing factor, as the customer is not following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Patient result: 5.25 ng/ml vs. <0.012 ng/ml (url). A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected result was reported from the laboratory and cardiac catheterization was performed, however, there was no allegation of patient harm as a result of this event. (B)(4).